Manufacturer narrative:
The reagent lot numbers and the expiration dates were requested but not provided. The customer performed a sipper check which failed. The field service engineer inspected the module and found contamination in the sipper syringes. He then decontaminated the syringes and tubings. He also replaced the loose sample nozzle of the liquid level detection (lld). He cleared the blockage and applied system clean to the bead mixer wash station. He performed air purges, system prime, multiple measuring cell preparations, and instrument checks with successful results. The specific cause of the event could not be determined. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable testosterone, cortisol, and ft4 results from several patient samples tested on the cobas e 801 analytical unit. The initial result was not reported outside the laboratory as the qc was out of range. The reporter was able to provide the following examples of discrepant results: sample 1 the first testosterone result was 28 nmol/l the second result was 0.9 nmol/l. Sample 2 the first cortisol result was 900 nmol/l. The second result was 36 nmol/l. Sample 3 the first ft4 result was 70 pmol/l the second result was 5 pmol/l. It is not clear if the results were from the same sample.